Manufacturer narrative:
Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted in (B)(6) 2015 due to hydrocephalus caused by glioma resection. Following the implant, the patient¿s condition was good. On (B)(6) 2018, the patient returned to the hospital for review and the doctor adjusted the valve from 0.5 to 2.5. The following day, the patient began vomiting when waking up. The patient was to have the valve adjusted again. No further information was provided.